Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing red one day and remained on and was green the next day. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2011. On this date the device fails its weekly self test due to a low battery. The user was alerted by a flashing red led and an audible beep. Although no fault was found with the pad or pad-pak the pad-pak was depleted to the point it triggered the battery management system in the device. The battery had been in use for 2 years and 10 months. The pad-pak had been removed after the self test failure and was then re-inserted, which is against recommended practice but in this instance the device status led turned green indicating it was capable of giving therapy if required. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.